Event description:
Consumer called to report high readings and needing hospitalization. Realized later she was using expired strips.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.